Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address unstable knee. There was loosening at the tibial component at the cement to implant interface, depuy cement was used. The patient did report a fall. Doi: (B)(6) 2017; dor: (B)(6) 2018; right knee.